Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 77 mg/dl (system1, strip lot 496241 ) and 138 mg/dl mg/dl (system 2, unknown strip lot). Readings occurred with two different vials of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.